Event description:
As reported by the user facility: there is an anaphylaxis during prontosan treatment. After approximately 1 minute of treatment with prontosan the pt starts to feel really bad: nauseates, dizziness, clammy, and 112 was contacted. It developed into a single cramp and he was not responsive for a short time. Progressive red rash on the body was observed. When 112 arrived he was given tavegyl (antihistamine) IV. At the hospital neither dyspnoe nor itching was found and no other symptoms were found apart from the patient being tried and weak. The pt was discharged from hospital after approximately 6 hours of observation. He has not been treated with prontosan since then, he is well today.

Manufacturer narrative:
This report has been identified as b. Braun internal report #(B)(4). B. Braun medical is reporting this because the reported catalog number is part of the prontosan wound irrigation solution product line. Per the manufacturer, they confirmed that treatment of the pt with the product was stopped. Their report has been identified as 3007120504-2014-00001. The manufacturer's report states that the instructions for use of the product have been checked and the following side effects are listed: in very rare cases, there may be a mild burning sensation after application of prontosan, but this usually dissipates after a few minutes. Prontosan can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported. Since 2004 only 4 anaphylactic reactions have been reported, so far. The production in 2013 for prontosan wound irrigation solution were over (B)(4) units. No negative trend can be observed. Since there is no trend, no further actions will be taken. An epicutaneous test will be offered to the pt in order to confirm a potential allergy to one of the ingredients of prontosan. If additional pertinent info becomes available, a follow up report will be submitted. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference, and continue to monitor other reports for similar nature.